Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported, "when trying to put ceramic insert during the thr, it didn't fit into its locking system and it broke down after impacting. They then replaced the insert.